Event description:
On 12/94 bilateral pleural edema caused by excess volume of solution from capd. Exchange being forced thru the diaphragm causing pulmonary failure. Attending nephrologist had no experience in procedure of complication delaying proper treatment. On 1/95 sclerotic peritonitis caused by allergic reaction to capd catheter resulting in shock & near death. Attending nephrologist had no experience in preocedure of acute complications & refused to treat by catheter antibiotic lavage resulting in abdominal blimping, hepatic & bowel dysfunction, cardiac & pulmonary arrest & to date 8 months of ICU care.